Event description:
Tia during an aorto-gram. A 5-10cc of air was injected into the pt's aorta, which migrated to the pt's brain, causing flaccid left side and slurred speech. The procedure was stopped and the pt taken for an emergent dry CT of the head. She was then taken to ICU, where her symptoms subsided and she recovered to her baseline within <24 hours. Root cause: unk. The single use catheter tubing and stopcock were discarded. It is unk where this equipment failed, or if it can be attributed to human error related to purging the sys or improperly closing the stopcock. We do believe that the air entered the sys beyond the injector, given the air sensor was found in working order and the equipment history did not reflect an air alarm during this procedure. Also in use at time of event, cardinal health angio pack and angio dynamics soft-vu pigtail catheter. Review indicates user failure to purge all lines prior to injector; however, mds involved, wished this report to be filed. Dates of use: less than 1 year. Diagnosis: cerebral art occlusion.